Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer reported that she is also experiencing low blood glucose levels as well. Customer's blood glucose reading ranged from 38 to 436 mg/dl. Customer stated that she bolused with the insulin pump to treat her high blood glucose levels. Customer reported a bent cannula on the infusion set. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement for bent cannula is being sent.